Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Event description:
On (B)(6) 2013 the surgeon performed a left ankle scope with bone graft. When harvesting bone graft from the patients left femoral condyle the teeth of the 5.5mm trephine broke off inside the femur. All pieces were successfully retrieved from the patient. The surgery was delayed by 30 minutes. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The device history review was performed and states that manufacturing records were reviewed and no complaint related issues were found. Product development evaluation was completed. The received condition of the device states that the teeth are broken and missing. The broken teeth were not returned with the device. The complaint device was returned and was found to have functioned within the scope of the know risks. (B)(4).